Event description:
A pt reported experiencing inaccurate erratic results with ot ultra meter. The pt's blood glucose results were 320mg/dl, 315mf/dl, 190mg/dl. Tests were done < 10 minutes apart with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.